Event description:
Event description guidant received information that two days post implant, this implantable defibrillation lead dislodged. The lead could not be repositioned due to patient anatomy. Upon removal, the integrity of the helix was questioned.